Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump makes a "crackle noise" when vibrating in response to a button press. There was no reported impact to customer's blood glucose levels. Reportedly, customer will continue to use the pump for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.